Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus on (B)(6), 2012. According to the complaint, after the procedure was completed with this cre balloon, the balloon was attempted to be deflated; however the balloon would not completely deflate. It was reported that there was still some inflation medium left in the balloon. The device had to be removed with the scope, and the catheter of the balloon was cut to remove it from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus on (B)(6) 2012. According to the complaint, after the procedure was completed with this cre balloon, the balloon was attempted to be deflated; however the balloon would not completely deflate. It was reported that there was still some inflation medium left in the balloon. The device had to be removed with the scope, and the catheter of the balloon was cut to remove it from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
It was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device showed the catheter shaft to be cut below the balloon. The balloon was found relaxed and deflated. Functional testing could not be performed as the balloon could not be inflated due to the damage noted. Based on the complaint analysis results, the reported defect of balloon deflation failed could not be confirmed due to the cut on the catheter of the device. However, deflation issues likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.